Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00 mlx) got hot during a case and shut itself off. It made a grinding sound when the nurse turned it back on. It is unknown whether there was patient involvement; however, no patient injury or surgical delay was reported.

Manufacturer narrative:
Mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - loose lens was causing attenuator to grind and get stuck; the lens being out of place caused excess heat. The lens was reseated to resolve the issue. No manufacturing, workmanship, or material deficiency has been identified. Root cause - the reported complaint is confirmed. The returned xenon light source (00mlx) was in used condition with the heat shield misaligned due to rough handling or environmental damage. Misaligned shield would lead to overheating and automatic shutoff. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.